Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple metallic implant fragments. The coiled fragments range from 0.9 to 4.8 c') in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and infection outcome was unknown. The reporter considered device breakage and infection to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2013,date of removal discrepancy: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple metallic implant fragments. The coiled fragments range from 0.9 to 4.8 c') in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (essure removal on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and infection outcome was unknown. The reporter considered device breakage and infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013,date of removal discrepancy: (B)(6) 2019. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received : event medical device removal was updated with new event pelvic pain and device breakage. Lot number, reporter information and date of birth were added. Removal date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure removal on (B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.